Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced decrease of heart rate due to dislodgement of a right ventricular (rv) lead. It was reported that the dislodgment occurred approximately one day post implant. Insufficient slack was noted on the rv lead after slitting at implant. The sensed-wave was noted to be unsatisfactory at implant. The rv lead was explanted and replaced. The physician determined that the dislodgement was due to anatomical factors. No further patient complications have been reported as a result of this event.